Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Customer has two aviva systems. Caller reported results of 200 mg/dl on one system and 100 mg/dl on the other system within 10 minutes. Caller is unsure which system produced which result. No adverse event was reported. Strips are not available for return, replacement sent.